Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; when both power sources were disconnected simultaneously, the controller activated the no power alarm as intended. The length of this alarm was verified during supplemental testing and the value obtained was beyond of the specification limit. No failure detected; the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller has an internal battery with a sole purpose of powering an alarm in the unlikely event that both power sources are simultaneously disconnected. Like all batteries, this battery may failure with age. Patient should be reminded to always follow their patient manuals when changing power courses and never disconnect from power sources at the same time. The steps for exchange of batteries and controllers are outlined. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the us that a patient's controller was exchanged and the "no power" alarm sounded for 15 seconds and then "shut down". The patient was provided a new controller as their back up equipment. No reported consequence on the patient. The product is to be returned to the manufacture. No additional information available at this time.